Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a sensor change the user experienced discrepant glucose readings between the cgm and fingerstick, including an urgent low on the pump while a fingerstick measured 220 mg/dl, alongside frequent low alerts during light activity and anxiety about bolusing due to prior crashes; the user skipped announcing breakfast and later calibrated the cgm when readings were more than 25% off, and the case was assigned for additional training due to concerns about prior external training guidance. Symptoms included perceived hypoglycemia alerts with associated migraines. Outcomes included hyperglycemia to 220 mg/dl for approximately 1.5 hours without backup therapy or medical intervention. Investigation included review for user training needs and consideration of an algorithm reset. Investigation of this case revealed an unclear cause for the hyperglycemia in the context of cgm-pump discordance and potential use errors related to meal announcements. It was concluded that the event involved hyperglycemia with an unclear cause, and additional training was indicated to address calibration practices and meal announcement use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.